Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A photograph was provided and reviewed. The assessment is that due to wear and tear over time the staining (possible rust) of cross pin is now preventing the ratchet locking mechanism to pivot and lock the clamp. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patella clamp not clamping. Lock/ unlock button jammed.